Manufacturer narrative:
The reported problem was resolved with the assistance of olympus technical support via the phone. In troubleshooting the issue, the user facility reported that the cause of the problem was isolated to a specific scope, used in combination with the device reference in this report. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that no scope image was displayed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since it was determined that there was no issue with the subject device and monitor as a result of investigating, the probable cause of no image display is due to the endoscope unit. Olympus will continue to monitor complaints for this device.